Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the cause of the failure of the turret has been confirmed, and from this, the device does not meet the product¿s spec. The phenomena occurred during the periodical inspection. No case and no patient are related. The risk associated with the described issues was rated as acceptable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source front panel lights were blinking. The issue occurred during maintenance. There were no reports of patient harm.